Manufacturer narrative:
The customer contacted a siemens customer care center and reported that a discordant, falsely low total bilirubin (tbi) result was obtained on a patient sample on a dimension xpand plus with hm instrument. A siemens customer service engineer (cse) was dispatched to the customer's site. After inspecting the instrument, the cse observed that the shaft screws for the sample arm was loose and stripped. The cse replaced the sample arm and tubing. Then, the cse ran a precision test on a sample and the results recovered acceptably. Siemens further investigated the issue and determined that an issue with the shaft screws for the sample arm contributed to the discordant, falsely low tbi result. The issue with the shaft screws was resolved with the replacement of the sample arm. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low total bilirubin (tbi) result was obtained on a patient sample on a dimension xpand plus with hm instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting higher. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low tbi result.